Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 313 mg/dl. It was stated that the customer was experiencing unexplained high blood glucose for the past two days. Troubleshooting was performed. I was stated that the customer change the infusion set to resolve the issue. Performed a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 174mg/dl, and she has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.